Event description:
It was reported that during a ureteric stent placement procedure the stent became stuck on the wire. The physician inserted the 0.038" guidewire and it became stuck inside of the f/g flexima usk/6/20 and would not progress. The wire was extremely resistant during removal and caused significant discomfort to the patient. The physician used a non bsc wire, however, the same problem occurred. The stent was removed and a larger 8fr drain was used to complete the procedure. The patient status is unknown at this time.

Manufacturer narrative:
(B)(4): it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4)